Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high thresholds in multiple positions. The lv lead was not used. No patient complications have been reported as a result of this event.